Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found tissue on the device, indicating use on a patient. The evaluation also found the teflon pad completely detached from the jaw; the detached teflon pad was also returned for evaluation. There were char marks but no other damage found in the probe. Despite multiple followup attempts, no further information is available regarding the procedure or the patient involved in the returned device. There is likewise no report of patient injury. Based on similar reports, a potential cause for the damage to the teflon pad and probe is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad and probe: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿. And ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that the device was damaged when it was first pulled out of its packaging.